Event description:
The facility reported a colleague infusion pump with a malfunction of "user interface module board." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a bad user interface module (uim) board was not confirmed by baxter personnel during product evaluation. The root cause was not identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This is involving a pump with software version 5.03.00 which is categorized as unremediated. The device history record review was completed, and no abnormality was observed. The device has not been previously sent into service for the reported condition of "c.118 uim pcb failure". Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.